Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the navigation system computer was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while in a cranial resection, the navigation system became unresponsive in the cranial application software. The site was attempting to merge three mrs to one computed tomography (CT) scan. Restarting the navigation system did not resolve the reported issue. The site elected to complete the procedure with a second medtronic navigation system. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Investigation of the suspect computer for the navigation system was completed by medtronic personnel. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The logs for the navigation system were reviewed by medtronic personnel. The evaluation found that a segmentation fault occurred. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.